Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x-ray tube and battery were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 monitors were dark during fluoro. No adverse pt involvement was reported.